Manufacturer narrative:
Results of investigation: the vyaire medical quality team received the suspect component for investigation. An investigation was performed and the reported event could be confirmed. Per visual inspection it was found that the soft tip of the catheter was missing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
It was reported that during a training session with our vyaire sales team, after opening the package of product cm28010, lot number: 0001194114 the tip of the catheter was not attached to the end of the catheter. The tip of the catheter was unable to be located. No patient involvement.